Event description:
Discordant cancer antigen 125 (ca125), carcinoembryonic antigen (cea) and prostate specific antigen, free (fpsa) results were obtained on patient samples from a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The patient samples were repeated on alternate instruments. The repeat results for cea and fpsa were reported as the correct results to the physician(s). The repeat results for ca125 were not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant ca125, cea and fpsa results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant cancer antigen 125 (ca125), carcinoembryonic antigen (cea) and prostate specific antigen, free (fpsa) results were obtained on patient samples from a dimension vista 1500 instrument. Quality controls (qc) were not in-range at the time of event. The customer tried fresh qc material and reagents; qc did not recover within range. Then customer performed sodium hydroxide (naoh) cleaning and aligned server 1 probes. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the sample probe 1 (s1), reagent probe 1 (r1), reagent probe 2 (r2) belts and replaced the s1 horizontal belt. Then the cse replaced the s1 and r1 mixers and adjusted the belts and couplings. The cse ran service method tests (smt), and all tests were within specifications. Qc materials and reagents were replenished. The cse and the customer recalibrated and ran qc on all the assays where qc did not recover. All qc recovered acceptably. On a subsequent visit, the cse ran server 1 service method tests (smt). The s1 mixer failed the mix test. Siemens replaced the s1 mixer, s1 horizontal belt, s1 drain, aliquot probe, aliquot drain, and the r1 belt. The cse performed all alignments and a mixer diagnostic align test (mdat). The smt's were rerun for the affected probes. The s1 vertical smt failed. The vertical belt and coupler were replaced. The smt then passed. Qc was run and recovered acceptably. The cause of the discordant ca125, cea, and fpsa results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00127 on 09-may-2022. Corrected data (09-may-2022): the initial report indicates that the customer performed sodium hydroxide (naoh) cleaning and aligned server 1 probes. However, this was remotely completed by a siemens specialist. Additional information (09-may-2022): on subsequent visits for an unrelated issue, the cse replaced the integrated multisensor technology (imt) sensor. The sensor was successfully calibrated three times. Dilution check passed. Quality control (qc) was run on all electrolytes; all recovered successfully and was verified by the customer. The customer provided the repeat cancer antigen 125 result for sample ID (B)(6). Section b6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.